Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).

Event description:
It was reported that in (B)(6) 2012, the catheter ¿came out¿ and a catheter revision was done to ¿put it back in¿. The patient outcome was unknown. The pump was used to deliver morphine. A follow-up report will be sent if additional information becomes available.